Event description:
According to rptr, a laser, which was not approved by FDA, was used to correct corneal dystrophy. Unauthorized use of myopia (keratotomy) correction. Rptr feels it should be very carefully used. Healing was much worse than expected. She feels it may have worsened or triggered her retina condition, her mascular degeneration.